Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with an afx at (B)(6) medical center . The patient presented with a complaint of abdominal pain, which was determined as an endoleak (indeterminate origin). A decision was made to treat the patient by relining, using a non-endologix graft on (B)(6) 2018. Patient was also noted to have an aneurysm enlargement present, but no discussion was made on how that issue was to be addressed. The patient condition is reported as doing well. No further information was provided.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm that the indeterminate endoleak reported was a type iiia endoleak instead, with partial anterior separation. However, they were not able to confirm the reported sac growth or the secondary procedure performed on (B)(6) 2018, due to lack of medical information. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the mid aortic loss of seal and partial implant separation could not be determined due to lack of medical information surrounding the initial and secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
Clinical was able to confirm that the indeterminate endoleak reported was a type iiia endoleak instead, with partial anterior separation.